Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion (1000 ml bag) expected to run at 75 ml/h was found to be nearly empty four and half hours later, and drips were noted in the drip chamber while the pump was paused. The tubing was clamped and infusion stopped. No report of patient harm was received, and no other information was provided.

Manufacturer narrative:
The customer¿s report that an infusion completed too soon and drips were observed in the drip chamber when the infusion was paused was confirmed and replicated. Functional testing found that the device was infusing outside of the specification. Unregulated flow was noted intermittently as the door was opened and closed during testing. Visual inspection revealed that the bezel was broken at all six of the bosses that support the pumping mechanism assembly. The proximate cause for the reported event is the broken bosses on the bezel. The root cause for the bezel boss breakage was not identified however it is suspected that the device had been dropped. The user manual indicates the device should be immediately taken out of use and inspected by qualified service personnel if it is dropped or severely jarred.